Manufacturer narrative:
Investigation summary the reported complaint of a broken sample could be confirmed from the photo provided. However, without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on either the 5th or 6th february 2026 (chosen earliest possible date for this report) and involved an ext set w-2 clave. The customer reported that during the administration of intravenous medication (non-specified) the valve connected to the venous catheter broke. The incident occurred during patient use but there was no patient harm associated with this event.

Manufacturer narrative:
The sample has been discarded however a lot history review should be conducted.